Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that an edwards valve will be explanted due to paravalvular leak after an implant duration of twenty (20) days. No other information was provided.

Event description:
Edwards received notification that a 19mm valve was explanted due to moderate paravalvular leak (pvl) after an implant duration of sixteen (16) days. Indication for implant was severe stenosis of the native valve. Procedure was performed in full sternotomy and oblique aortotomy. Patient annulus was heavily calcified and regular debridement was performed. Sizing and seating of the valve was performed without any issues. Post-operative echo showed no pvl. On pod+2, the patient had to be transferred to the perintensive therapy unit. On echo, it was detected a cardiac tamponade and a pvl between right and left coronary sinus. Cardiac tamponade was treated on pod+4 and it was believed to be due probably to the removal of the drainage or a stitch of the temporary pm. Reportedly, the pvl was not enough important to request a surgical procedure by itself and only got worse after several days. On pod16+, the patient was put under surgical procedure. As per op report of the explant, the patient had an insufficiency of the bioprosthesis causing a ventricular overload and a severe mitral insufficiency due to a pvl. After re-opening the sternotomy, there was aspiration of abundant serous fluid from both pleurae. The valve was inspected. It was perfectly seated into the annulus. The leaflets were not damage. There was a lack of adherence between the right and left coronary sinus but they could not find any particular condition that explained this (no remaining calcification, frame perfectly expanded). Decision to remove the valve was done. The valve was explanted and a 19mm valve was successfully implanted in replacement with single sutures and pledges. There were no adverse events for the patient who was hospitalized in stable condition.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of paravalvular leak could not be confirmed visual observations. X-ray demonstrated wireform intact and frame expanded. Suture holes were visible near two of the three black stitch markings on the sewing ring; one hole near each. The wireform was exposed on commissures 2 and 3.

Event description:
Edwards received notification that a 19mm valve was explanted due to moderate paravalvular leak (pvl) after an implant duration of sixteen (16) days. Indication for implant was severe stenosis of the native valve. Procedure performed in full sternotomy and oblique aortotomy. Patient annulus was heavily calcified and regular debridement was performed. Sizing and seating of the valve performed without any issues. Post-operative echo showed no pvl. On pod+6 an echo was done in an emergency so they confirmed a cardiac tamponade that was treated immediately with a pericardiocentesis. Reportedly, it was believed that cardiac tamponade was probably due to the removal of the drainage or a stitch of the temporary pm. After pericardiocentesis, the situation became normal, the hemodynamic was good and the patient was stable. However, after some days a regular echo to check valve function showed pvl. Because it was not an emergency situation they programmed a surgery that was finally performed on pod+16. As per op report of the explant, the patient had an insufficiency of the bioprosthesis causing a ventricular overload and a severe mitral insufficiency. After re-opening the sternotomy, there was aspiration of abundant serous fluid from both pleurae. The elite valve was inspected. It was perfected seated into the annulus. The leaflets were not damage. There was a lack of adherence between the right and left coronary sinus but they could not found any particular condition that explained this (no remaining calcification, frame perfectly expanded). Decision to remove the valve was done. The valve was explanted and a 19mm valve was successfully implanted in replacement with single sutures and pledges. There were no adverse events for the patient who was hospitalized in stable condition. As per surgeon's opinion, the pvl was not due to the treatment of the cardiac tamponade and could be due to patient-related factors more than valve-related factors as during the last echo control for the valve they found pvl (trace) again.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that a 19mm valve was explanted due to moderate paravalvular leak (pvl) after an implant duration of sixteen (16) days. Indication for implant was severe stenosis of the native valve. The procedure was performed in full sternotomy and oblique aortotomy. Patient's annulus was heavily calcified and regular debridement was performed. Sizing and seating of the elite valve performed without any issues. Post-operative echo showed no pvl. On pod+2, the patient had to be transferred to the intensive therapy unit. Cardiac tamponade and a pvl between right and left coronary sinus were detected on echo. Reportedly, the pvl was not enough important to request a surgical procedure by itself and only got worse after several days. On pod16+, the patient was put under surgical procedure. As per op report of the explant, the patient had an insufficiency of the bioprosthesis causing a ventricular overload and a severe mitral insufficiency due to a pvl. After re-opening the sternotomy, there was aspiration of abundant serous fluid from both pleurae. The valve was inspected. It was perfected seated into the annulus. The leaflets were not damage. There was a lack of adherence between the right and left coronary sinus so decision to removed the elite was done. The valve was explanted and a 19mm valve was successfully implanted in replacement with single sutures and pledges. There were no adverse events for the patient who was hospitalized in stable condition.